Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was not reported. It was reported that the patient presented at the medical center and the pump is alarming on (B)(6) 2020. The managing doctor has been involved and states he would like a manufacturer¿s representative (rep) to come to interrogate the device because there is concern it is "not working." They were to have the pump interrogated with a rep since no clinician programmer available to do further troubleshooting there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified that the report of the pump not working was due to the patient missing their refill because they were in the hospital for a back surgery. The patient's pump was filled with saline because the hospital where the back surgery occurred did not have the medication the patient needed. The pump alarm was resolved, and the patient's weight was (B)(6). No further complications were reported.